Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following a spinal surgery. The date of the procedure was not provided. The ipg surgery mode was not enabled during the spinal surgery. There is guidance in the clinician's manual regarding proper handling of the device when using electrocautery.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.